Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, a carbomedics top hat mechanical valve s5-027 was implanted on (B)(6) 2020 and explanted on the same day. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.

Manufacturer narrative:
Fields updated: b4, b5, f6, f7. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event. However, no further details has been received to date on this event and on the device disposition after the explant. Based on the limited information available, it is not possible to draw a definitive conclusion on the reported event. However, from the document review performed, no manufacturing deficits were identified. Should any information be received at a later stage, the manufacturer will re-assess the event and provide an update to this reporting activity as applicable.